Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the tube adapter with scratch marks/abrasions. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the customer reported the monopolar curved scissors had a broken tip. There was no report of patient involvement.